Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on march 01, 2018 that a flexiva ID laser fiber was used during a procedure in the bladder performed on (B)(6) 2018. According to the complainant, during the procedure and outside the patient, the technician noted that the fiber tip was bent upon opening the package. The procedure was completed with another flexiva ID laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Investigation results: one flexiva ID 365 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. The fiber was returned kinked approximately 88 cm from the top of the connector. The condition of the returned device confirms that the end of the fiber was bent. Therefore, a review and analysis of all available information indicated that the root cause is supplier manufacturing execution error. The product likely failed to meet the specifications due to the manufacturing process at the supplier site. There is an investigation to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva ID laser fiber was used during a procedure in the bladder performed on (B)(6) 2018. According to the complainant, during the procedure and outside the patient, the technician noted that the fiber tip was bent upon opening the package. The procedure was completed with another flexiva ID laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.